Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cylinders found a leak in one of the cylinders that was consistent with sharp instrument damage. The other cylinder did not present any leaks and was performing within product specifications. Examination of the reservoir did not find any abnormalities or leaks. The pump was inspected with no signs of leaks; however, the component did not pass the activation testing performed. Based on the information available, the reported allegations were unable to be confirmed. Due to the pump not performing within product specifications, it was concluded that the cause was traced to component failure.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a replacement surgery was performed. Upon explant, a crack was identified in the right cylinder connecting tube; however, the cause of the hole was not detailed by the facility. There were no patient complications.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a replacement surgery was performed. Upon explant, a crack was identified in the right cylinder connecting tube; however, the cause of the hole was not detailed by the facility. There were no patient complications.